Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, prior to the refill, the pump was not empty but was alarming due to a low reservoir alarm. The cause of the alarm was that the pump programming indicated that the pump reservoir had reach the low reservoir alarm point of 2ml. The pump did not alarm after the refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen via an implantable infusion pump. The hcp mentioned a patient's pump has been empty for about two weeks, that the pump did alarm, and the patient is on baclofen but it not experiencing any withdrawal symptoms. The rep requested information on if they should refill the pump and if there was drug in the catheter. The technical services specialist educated the rep that the decision to refill the pump is up to hcp discretion and explained the location of the drug. The rep did not have any patient or hcp information. The rep would follow-up with the hcp tomorrow during their visit and provide more information.

Event description:
Additional information was received from a company representative who reported that ¿the app said they refilled the pump, it wasn¿t empty it had alarmed but they refilled and continued therapy without issue.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.